Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 days from the date the device was issued to the patient. The reported event of a pump stoppage was confirmed based on the information recorded in the log file. The data log file was successfully retrieved and contained approximately 5 days of events. On (B)(6) at 01:36 pm a pump speed decrease to 0 rpm followed by motor stopped and driveline disconnect alarms were recorded. The data captured in the next entries, recorded at 01:37 pm, were consistent with a system controller exchange. The system controller was functionally evaluated and the investigation determined the system controller operated as expected. A full functional test was performed and the system controller passed all testing. The system controller was operated for an extended period of time while connected to a mock circulatory loop and the atypical pump stop event was not reproduced. A root cause for the system stop event recorded in the log file was unable to be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while the patient was resting in bed, they experienced a driveline disconnected alarm. The driveline was actually connected to the system controller with the door on the back of the system controller closed. The patient was on the power module when the alarm occurred. The patient was not symptomatic. The controller was exchanged and the pump resumed function immediately. No further information was provided.